Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified intraperitoneal antibiotics (dosage and frequency not reported) for the peritonitis event and the treatment was reported to be ongoing at the time of this report (with only a couple doses remaining). The pd therapy was ongoing. The patient has not yet recovered from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.